Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The cartridge of the single use loading unit (sulu) was partially disengaged from the channel. In addition, a knob on the posterior side of the disengaged cartridge of the sulu was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of disengaged cartridge that has no relationship to the reported condition. No further actions have been deemed necessary at this time. The release button at the distal end of the instrument should be utilized for proper removal of the sulu. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a laparoscopic living donor nephrectomy, they tried to squeeze the handle to fire but the handle could not be squeezed. The cartridge was replaced and tried to be used again, but the device still could not fire. The procedure was completed with another device. The procedure was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a laparoscopic living donor nephrectomy, they tried to squeeze the handle to fire but the handle could not be squeezed. The cartridge was replaced and tried to be used again, but the device still could not fire. The procedure was completed with another device. There was no patient injury.